Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 97, blood glucose reading 179 mg/dl. The customer also reported blood glucose levels of 40 mg/dl. Troubleshooting occured. Advised to monitor the issue.